Event description:
This MDR is filed due to temporal proximity between use of the device and a pt death. Customer called for assistance in understanding act results which did not match the clinician's expectation after the administration of 40,000 units of heparin. The pt went into cardiac arrest and expired approximately 1 hour after an interventional cardiac catheterization that completed without incident. There is no evidence or allegation of hemochron signature elite device malfunction. This MDR is filed due to temporal proximity between use of the device and the death.

Manufacturer narrative:
(B) (4). The info does not indicate a device malfunction or that the device caused or contributed to the purported death. The devise user was surprised that expected prolongation of act time did not occur after the pt received 40,000 units of heparin while undergoing CPR. The user attributed this to the new heparin standardization, and called itc for assistance. Itc counselled user that it was highly unlikely for heparin to equibrate while pt is receiving CPR. No product returned from medical facility. Manufacturer's results - manufacturer's eval of device history record did not indicate a problem with the device. Manufacturer's conclusion - no conclusion can be drawn.